Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The patient reports that set has been used for same day of insertion on the lower back. No further information available.